Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's ipg is depleting earlier than anticipated. As a result, surgical intervention may be pending.

Manufacturer narrative:
The reported event of inoperable ipg was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).